Event description:
It was reported that there was no action after the stylus clicked the touch screen of the programmer. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the stylus cable was broken. As a result the stylus was replaced. (B)(4)